Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, a partial lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the caused by friction to device can proximal to the trifurcation boot. Seven external insulation abrasions breaching the ring electrode, right ventricular, and superior cava vena lumens caused by friction to another implanted device and feature of the patient anatomy were also noted. No other anomalies were identified.